Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) contacted technical support to report that the blood tubing guide on the blood pump (bp) rotor was damaged, which ¿split the bloodline¿ and resulted in a blood leak. It was reported that this occurred during a patient¿s hemodialysis (hd) treatment on a fresenius 2008t machine. Additional information was obtained through follow-up with the facility¿s nurse manager (nm). According to the nm, there was a guide pin missing on the bp rotor; however, the patient care technician (pct) operating the machine was unaware of this. It was reported that the bloodline became damaged by the blood pump rotor when it was attached. After an unknown length of time into the patient¿s treatment, blood was seen leaking from the blood tubing wrapped around the bp rotor. A medi-system bloodline was being used. The nm could not confirm if the pct pressed the button on the blood pump to properly release the tubing. The nm stated it was possible that the pct yanked the bloodline from the blood pump, instead of using the button. The patient involved was moved to another machine and re-setup with all new supplies. After being moved and re-setup, the patient was able to complete their treatment with minimal blood loss. The estimated blood loss (ebl) was reported to be less than 100 ml. The patient¿s hemoglobin did not drop due to the reported blood loss. The nm confirmed there was no patient injury or harm, and no adverse effects were experienced as a result of the reported event. Patient demographics were not provided. The machine¿s bp rotor was replaced, and the hd system was subsequently returned to service. No sample was available to be returned for evaluation. The nm stated they would re-train their staff on how to properly remove a bloodline from the blood pump rotor.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.